Event description:
Healthcare professional reported deflation against right device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, wear abrasion and opening linear on anterior. Leak test and microscopic analysis was performed which identified, opening crease smooth on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease smooth on anterior assessed, as fold flaw opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9. H3, h6.

Event description:
Device has been explanted.